Event description:
The customer stated that she has been experiencing high blood glucose levels in the 400 mg/dl range. The customer contacted her hcp, and was advised to go to the emergency room. Unknown whether or not she went. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap noted. The insulin pump failed the high pressure test twice. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.